Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was fed into the jaws but was not deployed firmly from the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. D4: batch # v95a26. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. For visual analysis of the returned sample, it was determined that the el5ml device was returned without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one partially formed clip was fed due to an anti-backup failure and then it fed and formed six conforming clips as expected. The partially formed clip was a result of testing to determine the functionality of the anti-backup feature. In order to test the functionality of the anti-backup feature, the device is fired in a specific manner that challenges/stresses the anti-backup. Without this intentional testing, the device would not have produced a partially formed clip and therefore, an imdrf code of mechanical problem identified (c07) for malformed clip would not be selected. In addition, the device locked out as intended. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembly of the device, the ratchet pawl was found out of position causing the anti-backup failures. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.